Event description:
It was reported that during a da vinci-assisted rectopexy procedure, an issue arose after anesthesia was administered and ports were created. The right eye of the surgeon side console (ssc) displayed a black screen, while the left eye showed the usual endoscope image. Initially, both eyes showed a "no signal" message. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform several troubleshooting steps including the use of pressurized air to clean the blue fiber cables, restarting the system, and reseating and replacing the blue fiber cable. Despite these efforts, the problem persisted. Upon reviewing the error logs, the tse found issues related to the personality module surgeon console (pmsc). An external monitor was reseated to the pmsc, but this did not resolve the issue. Consequently, the surgeon decided to abort the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse was able to reproduce the customer reported issue and replaced the pmsc. Isi has received the pmsc for failure analysis evaluation. During a visual inspection of the unit, no issues were identified. The pmsc was installed on an in-house test system and a fault was triggered. The customer reported issue was replicated.